Event description:
Caller reportedly received the following blood glucose results on the compact system: 4.7 mmol/l, 11.5 mmol/l, and 17.6 mmol/l. No actions taken based on device results. No adverse event reported. Product has been replaced.

Manufacturer narrative:
The event occurred in other country.